Event description:
The issue was found at the beginning of a therapeutic laryngoscopy which was completed with a similar device. Additionally, the dvi cable was replaced on the tower after the case had ended. The costumer reported a delay in the procedure, but the duration of the delay is uncertain.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the damaged digital visual interface cable caused the phenomenon of no image output. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center has no image. There were color bars on monitor, the insulation is coming off the monitor cable. They found the issue was that the digital visual interface cable was crushed. The customer was informed to swap out the tower with another one and call back if needed. There were no reports of patient harm.